Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was admitted for gi bleeding. The pt was treated with four units of packed red blood cells. The pt was discharged from the hosp and is currently doing fine at home.

Manufacturer narrative:
The pt remains ongoing on lvad support. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.